Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure (activation button not working) was confirmed. According to the investigation, the device was confirmed not to activate when the button was pushed without any error during inspection and this event was caused by an open circuit. The root cause could not be identified. According to the investigation, the device was functionally tested, and the device failed the functional test. The device rotates clockwise and counterclockwise, clamp lock lever can be locked in place and released. While testing with the esg-400 and usg-400, the device would not activate when the button was pushed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device activation button was not working. The issue occurred during therapeutic bilateral axillary breast approach. The procedure was completed with an olympus back-up device. There were no reports of patient harm.